Event description:
It was reported that during a total laparoscopic hysterectomy procedure when the doctor tried to seal a small bleeder using enseal, he activated for a few seconds for spot coagulation. When he removed the instrument, the tissue was a bit sticky, the jaw was torn off when he pull away from that sticky tissue. Error ' replace instruments" was appeared on the generator. No patient consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. The device was received with the electrode separated from the ceramic and the electrode is still attached to the active rod. Testing found a short on the device when the jaws are fully or partially closed, resulting in the "reposition jaws and reactive" yellow message screen is advising that the instrument is being activated on low impedance (thin) tissue or metal (such as staples, clips, retractors, or clamps). Then the "replace instrument" screen would be displayed after receiving the "reposition and reactivate" message twice.